Event description:
Customer called to report high bgs. It was stated that when the drive arms were in the locked position the drive block moved freely. Device was not dropped, bumped, or exposed to moisture.